Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed motor communication error and off no power multiple times; the device was stuck in a loop of both alarms. The patient's blood glucose at the time of incident is unknown. The customer was in the shower and the device was on the counter when the device began to alarm motor communication error. The display also went blank. The insulin pump was returned and replaced.